Manufacturer narrative:
Evaluation summary - customer report was confirmed. The catheter was received with the catheter body tube broken in half under the balloon latex. The catheter is broken at the #1 inflation hole. All four of the inflation holes are collapsed. There is no balloon or winding damage. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
Reportedly, the catheter broke on both sides during surgery. During the surgery (removal of a thrombus out of a venous shunt) they opened the package of the (B)(4) and noticed that the catheter appeared somehow cracked and it could not be used. It is unknown which part of the catheters were damaged. The device was not used on a patient, therefore there was no patient injury or intervention.